Event description:
It was reported that this lead was explanted due to inappropriate shocks approx. 75 months after the implantation. The lead damage could be reportedly confirmed and a replacement procedure took place. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.